Event description:
Description of event: it was reported the boston scientific dbs(deep brain stimulator) unit is not adequately controlling the patient's right side symptoms (tremors). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).